Event description:
It was reported that approximately two months after implant the left ventricular lead was noted to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was variable. Max lv pace impedance rises from 342 ohm the week ending (B)(6) 2014 to greater than 1000 ohm the week ending (B)(6) 2014. It then resolves to 361 ohms the week ending (B)(6) 2014. (B)(4).